Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted. Reportedly, the physician did not completely insert the lead into the port prior to tightening the set-screw and failure to pace was observed. Another pacemaker was subsequently implanted. The physician has watched the associated video posted on the company website, and as indicated, the recommended methods were applied.